Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported that measurements are not correct. Upon follow up, problem occurred during measurements on the patient prior to the procedure. Procedure was completed a few minutes later. Patient was not affected.

Manufacturer narrative:
After test measurements with test object, examination showed data gaps red and bad detection. If data gaps shows, the measurements are insufficient for use by the laser, thus, no patient will be affected. The sample was forwarded to supplier for repair. The supplier cleaned the complete optics, replaced the board, the slit projector housing, the camera assembly, the aluminum disc with the loop track and steel inserts and the motor bearing. The supplier also performed adjustment and calibration of the system. The root cause could not be determined conclusively as the supplier did not provide any details about root cause. (B)(4).